Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was received for a manufacturing evaluation with the tip of the t25 stardrive broken off and a crack running diagonally through the broken off fragment. The measurable shaft diameter met the specifications. Microscopic investigation showed that the t25 stardrive tip got twisted counterclockwise before the breakage. A design evaluation was performed as part of the product development evaluation. The appearance of the fractured tip on the returned part matches the appearance of drivers that were tested in a laboratory setting at synthes. In the laboratory test, yielding occurred at approximately 15nm, and shearing occurred at greater than or equal to 20nm. This suggests that the returned part was subjected to torque as high as 20nm. The technique guide mandates the use of a 10nm torque limiting handle for final tightening and for loosening implants that were previously final tightened. The condition of the returned item suggests that this technique was not followed. The complaint was deemed invalid from a manufacturing standpoint and the root cause could not be determined.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This is report 1 of 1 for complaint (B)(4). Original awareness date is (B)(6) 2012. Placeholder.

Event description:
This is report 1 of 1 for complaint (B)(4).

Event description:
It was reported that during a matrix degenerative procedure at l4-l5, the screwdriver tip broke into the head of the locking screw. The surgeon retrieved the broken fragment and then used another driver from a new set to complete the procedure with no further problems.